Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found that stent struts on the first distal stent strut rows was damaged with stent struts lifted. The undamaged section of the crimped stent outer diameter was measured and was within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded on the distal balloon cones and were not subjected to positive pressure. The tip was visually and microscopically examined and no signs of damage were noted. A visual and tactile examination found no kinks or damage along the hypotube shaft. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found a mid-shaft kink at 28 mm distal from the mid-shaft/hypotube bond. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 16apr2018. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. Following pre-dilatation with a 2.5x20mm balloon catheter, 2.50 x 24mm synergy¿ stent was advanced but failed to cross. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.